Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. Reportedly, customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.